Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to periprosthetic fracture (site not identified but post-op x-ray shows the femur was cabled). Revision implant was a stryker femoral head.

Event description:
It was reported that patient's right hip was revised due to periprosthetic fracture (site not identified but post-op x-ray shows the femur was cabled). Revision implant was a stryker femoral head. Update (B)(6) 2018: med review confirmed "periprosthetic fracture and subsidence of the stem; need operative reports to determine when fracture occurred and to determine root cause."

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. Periprosthetic fracture and stem subsidence was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: - x-ray confirms periprosthetic fracture and subsidence of the stem; need operative reports to determine when fracture occurred and to determine root cause. - device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.